Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that the pressure dome (yellow line) was damaged when removing it from the overpouch. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter and haemotronic and confirmed that the pressure dome was damaged and missing 5 teeth. Further investigation by haemotronic showed that this defect could not have occurred during the manufacturing process. Two (2) of the missing teeth were found in the pouch, and there appeared to be damage to the overpouch; therefore haemotronic determined that this was not a production problem. Root cause could not be determined.